Manufacturer narrative:
The device was not explanted. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced seizures causing the patient to fall. Nevro attempted to obtain additional information regarding the nature of the seizures but was unsuccessful. The patient is currently able to use the device with no issue. There have been no reports of further complications regarding this event.